Manufacturer narrative:
Concomitant medical product: 439888 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a gram negative rod pocket infection and a hematoma. The patient was treated with antibiotics and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.